Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced adhesive issues with infusion set, which detached from the skin after only one day of use due to no glue event on (B)(6) 2026.